Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission while in the hospital for an unrelated illness. Upon review, the right atrial lead exhibited noise oversensing that was binned as atrial tachycardia/fibrillation. Programming changes were performed. The patient experienced no adverse consequences.